Event description:
During subacromial decompression procedure, the coating on the tip of the probe appeared to be chipped off. The probe hit the scope during surgery. It is not certain if any of the piece of the coating fell off inside the pt's body. It could not be confirmed under arthroscopy.